Event description:
On an unknown date a trifecta gt valve was implanted. In (B)(6) 2019, the patient presented with symptoms of dyspnea. On (B)(6) 2019, an echocardiogram revealed a potential leaflet tear requiring a reoperation. On (B)(6) 2019, the device was explanted and a tear in the non-coronary cusp was observed. The device was replaced with another 21mm trifecta gt valve. The patient was reported to be stable postoperatively and discharged.

Manufacturer narrative:
An event of a leaflet tear was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, eight photos were received for analysis. Based solely on the aforementioned photos, a leaflet tear did appear to be present at a stent post. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.